Event description:
A u.s. Distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Belt was returned and evaluated at the distributor. The reported problem (adjust or check belt messages) was evaluated. Upon evaluation, the j7 connector was broken off of ECG d dome. The cause of the reported alarms was the broken j7. The root cause of the broken j7 could not be positively identified. There was no adverse event that resulted from the damaged belt.